Event description:
It was reported that this pacemaker premature battery depletion. Data analysis revealed the cause of the depletion was due to increased power consumption and recommended device replacement. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updates were made to the describe the event or problem (b5) field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population, however, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker premature battery depletion. Data analysis revealed the cause of the depletion was due to increased power consumption and recommended device replacement. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker premature battery depletion. Data analysis revealed the cause of the depletion was due to increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.